Event description:
It was reported that the patient experienced oxygen desaturation of 66% associated with the use of the life 2000 device. The patient switched to her already prescribed 10lpm oxygen via nasal cannula and the patient's spo2 level recovered to 93%, however, no medical intervention was required. This patient utilizes the life 2000 device in conjunction with two oxygen concentrators at 8-10lpm. This patient has a medical history of pulmonary hypertension, asthma, bronchiectasis, hypertension, atypical tuberculosis/mycobacterium avium complex infection, and pseudomonas aeruginosa colonization. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
It was reported that the patient experienced oxygen desaturation of 66% associated with the use of the life 2000 device. The patient switched to her already prescribed 10lpm oxygen via nasal cannula and the patients spo2 level recovered to 93%, however, no medical intervention was required. This patient utilizes the life 2000 device in conjunction with two oxygen concentrators at 8-10lpm. This patient has a medical history of pulmonary hypertension, asthma, bronchiectasis, hypertension, atypical tuberculosis/mycobacterium avium complex infection, and pseudomonas aeruginosa colonization. An in-home swap of the life 2000 equipment was performed by a respiratory trainer. Prior to swapping the equipment, the trainer reported that no kinks or problems with the ventilator or compressor were noted. Additionally, the trainer noted the patient to be "using accessory muscles, abdominal breathing, an increase in congestion and sputum production", as well as a "significant increase in o2 required." Upon connecting the patient to the new life 2000 equipment and 5lpm bleed-in, the patients oxygen saturation dropped into the 80s. Titration of the l2k setting was attempted, however, the patient could not maintain the highest achieved saturation of 95%. The patient was then returned to her previous o2 setup (nasal cannula with two oxygen concentrators). The patients o2 was noted to be 91-93% and the patient was advised to consult her pcp before continuing the use of the l2k device. The life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. The inspection of the life 2000 device by a hillrom technician found the device and all components to be working as intended. Oxygen desaturation is a below-normal level of oxygen in your blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Although the patients oxygen level was clinically below a normal range, the decrease was temporary, medical intervention was not required, the patient recovered at home by switching to the already prescribed oxygen therapy and there was no report of permanent impairment of body function or structure, which indicates that no serious injury occurred. It is also reasonable to conclude the desaturation event is likely related to the patients complex underlying pulmonary pathology and the new life 2000 therapy not meeting the patient¿s oxygen needs, and not a malfunction of the life 2000 device. However, interaction/malfunction between the life 2000 device and the 3rd party oxygen concentrator cannot be ruled out at this time. If such an interaction/malfunction were to recur with the life 2000, 3rd party oxygen concentrator, it is likely to contribute to a serious injury or death.